Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient went through a metal detector and reported that their back pain is worse and they are having nausea. The patient felt like it moved and now they are having increased back pain and nausea. The rep would check the spinal cord stimulator (scs) system the week of the report and they advised the patient that they can always turn it off for now. Additional information was received from a rep on 2018-aug-11. The rep indicated that the patient thought the leads moved after being wanded at a concert so they went to the emergency room. An x-ray was performed and the leads did not move. The patient also reported having a migraine. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the cause of the worsening pain after being wanded was due to a kidney stone that they were passing so the pain, nausea, and migraine was unrelated to their spinal cord stimulator (scs). The issue has been resolved. This information was confirmed with the physician. No further complications were reported/are anticipated.